Event description:
Reporter indicated that pt has been unable to hear from their right ear since vns implant surgery. The pt was evaluated by an ent for the hearing problem, but no diagnosis was made as the pt was unable to complete all testing due to their lethargy. The pt had been ill with sore throat, headache and gastric problems and subsequent increase in seizures. Pt has history of seizure increase with illness. Treating neurologist indicated that he does not believe that the vns surgery or device caused the pt's hearing loss and indicated that the pt is currently stable.